Event description:
Note: date of event is unknown. The complainant reported that the clinician performed the implant of an obtryx/lynx sling on a female patient. Subsequent to the implant of the sling, the patient suffered from urinary retention. Additional event and patient information has been requested.

Manufacturer narrative:
The model number and lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant reported that the device will not be returned for evaluation as it remains implanted in the patient; therefore, a failure analysis is not available. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.